Event description:
Caller reported inform meter electrical contact pin burned. No adverse event reported. Requested return of device, replacement was sent.

Manufacturer narrative:
The device was confirmed for no power.

Event description:
Reporter alleged the customer obtained the results of 171 mg/dl and 84 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.